Event description:
Information received indicates hydraulic fluid is leaking from the head and foot hi/low cylinders, into the intellidrive and onto the pacm circuit board.

Manufacturer narrative:
The technician replaced the head and foot hi/low cylinders, and the pacm circuit board to repair the bed.